Event description:
The autopulse system was deployed on a patient. The system was operated for approx 40 minutes when the cca broke. The rescuer reverted to manual CPR. The cca was discarded. This was the second cca used on this patient. See MDR 2004-006.